Event description:
Pt was placed in left decubitus position and biopsy was done at spina iliac posterior. Needle advanced into the bone without problems. It was conspicuous that bone seemed hard. During removal, the needle broke. A piece of needle, 4.8 cm in length, remains in the bone (verified by radiology). Needle broke on level of bone surface. To remove remaining piece of needle, some bone has to be milled away in order to get the needle by pincer. Due to poor coagulation parameters of pt, surgery is not advised at this time. Sample with broken handle has been sent from user to german ministry of health, which means product sample is not available for the co's investigation.